Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of a homechoice (hc) cassette experienced a leak during the priming phase of automated peritoneal dialysis (apd) therapy. A technical service representative (tsr) advised the home patient to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.